Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. The cause could not be determined.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient was not hospitalized for peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with injection (inj.) Tobramycin 40 mg (in one bag), inj. Reflin 1 g (in one bag) and inj. Vancomycin 2g/ 5th day for peritonitis. The outcome of this peritonitis event was unknown.